Event description:
A webform complaint was received in which it was reported a customer received an sensor error scan while using the adc device and was unable to obtain readings. As a result, the customer reported symptoms unspecifed hyperglycemic symptoms, however, were given juice sugar or food by a non hcp. Attempts to contact the customer up until this time for additional information have been unsuccessful. Please note the reported treatment of juice sugar and or food is inconsistent with the reported unspecified symptoms of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. Data was extracted using approved software and extraction was successful. An extended investigation was contucted and sensor was de-cased. The returned battery was measured to be within specification. Visual inspection was performed on the unit printed circuit board assembly (pcba), observed that the sensor¿s connector and antenna had been damage due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. The antenna was damged, unabled to reprogram the sensor to perform the accuracy testing. Adc is unable to perform further testing at this time due to damage during de-casing. All pertinent information available to abbott diabetes care has been submitted. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received an sensor error scan while using the adc device and was unable to obtain readings. As a result, the customer reported symptoms unspecified hyperglycemic symptoms, however, were given juice sugar or food by a non hcp. Attempts to contact the customer up until this time for additional information have been unsuccessful. Please note the reported treatment of juice sugar and or food is inconsistent with the reported unspecified symptoms of hyperglycemia. There was no report of death or permanent impairment associated with this event.